Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was safely removed from the patient and the cutter was inside the housing. No new access point was needed for completion of procedure if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was received into medtronic investigation lab for evaluation. Hawkone device was returned connected to the cutter driver. The torque shaft was bent beneath the strain relief. A sheath and guide wire were also returned with the device. Biological debris noted throughout the returned devices. Investigation of the non-medtronic sheath revealed a blood like substance in the device tubing. Multiple bends were observed in the sheath's shaft. Microscopic examination of the distal tip revealed it was bent, stretched, and pulled in a proximal direction. The guide wire was returned loaded through the distal tip of the hawkone device. The outer diameter of the guide wire was measured and was found to be 0.0135". It was noted that the guide wire was protruding from the distal tip of the device approximately 0.2cm. Microscopic inspection revealed the guide wire was protruding from the lumen of the rotating distal tip. Zipper tearing of the rotating distal tip lumen was observed proximal to the guide wire. It was noted the green guide wire coating was worn away at the location of the exiting point of the guide wire from the lumen. The guide wire appeared to be cut by a sharp object. The guide wire was removed and it was noted that the guide wire was kinked/looped approximately 1.7cm proximal to the distal end. Inspection of the distal housing revealed biological debris throughout. The device had fractured at the proximal end of the housing distal to the anchor pockets. The cutter assembly attached to the drive shaft was protruding out approximately 2.5cm from the cutter window. The inner housing coils were protruding out from the proximal end of the housing. Microscopic inspection revealed stretching of the inner laser drilled coils at the proximal end of the distal housing. Zipper tearing was observed throughout the distal housing lumen. No anomalies were noted with the cutter window. A section of material, consistent with pet was noted to be proximal to the cutter. Image review: four photographic images were returned for review. All four photographic images contained the detached distal housing, the hawkone torque shaft, drive shaft, and cutter, and the guide wire. Biological debris was noted in all four images. It was noted in the photographs that the distal assembly detached at the proximal end of the housing where the coils initiate, distal to the anchor pockets. The green guide wire remained loaded onto the rotating distal tip of the distal housing. Examination of the hawkone torque shaft revealed that the drive shaft and cutter remained attached to the catheter. A clear plastic-like substance, consistent with pet was noted around the cutter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone device with a non-medtronic 6fr sheath and guidewire during treatment of a 70mm calcified, fibrous, plaque lesion in the patient¿s proximal superficial femoral artery (sfa) of diameter 5mm. Moderate vessel calcification and slight tortuosity is reported. Lesion exhibited 90% stenosis. Embolic protection was not used. Device was prepped as per IFU. The vessel was not pre-dilated. Following successful passes with the device, it is reported that severe resistance was encountered during withdrawal of the device. The physician observed the tip caught in the distal sheath under fluoroscopic imaging. The tip is reported to have detached. Due to the inability to withdraw the device the physician cut the wire and removed the hawk and sheath in tandem from the brachial artery site. The detached tip was captured in the sheath. A micro-puncture was placed over the wire and new 6fr sheath by 10cm was advance. Patient was then treated with an inpact admiral dcb. No injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.